Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was set to v-tachy mode other than monitor plus therapy. No adverse patient effects were reported.

Event description:
Additional information was obtained from the health care professional at the patient's clinic that the patient's device was intentionally deactivated due to being admitted to hospice. The patient later expired, there were no reported device allegations.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains implanted. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.